Manufacturer narrative:
The event date is (B)(6) 2021, when the adhesive was noted to be peeling on forceps cover. The reporter¿s occupation and health profession are unknown at this time. Further inspection of the scope confirmed a leak at the biopsy channel. Tear marks and scrapes were noted in the scope¿s forceps passage. The ultrasound image showed one broken element. Fluid invasion was noted on the scope connector, ultra sound connector and the scope¿s control body. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported a leak was noted at the scope¿s channel and fluid invasion was noted in the electrical connector of the scope due to a hole or puncture in the bending section rubber. There was no patient involvement reported. The scope was returned to the service center for evaluation and the adhesive on the forceps cover was found to be peeling and the probe is loose, which is considered to be a reportable malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows the legal manufacturer reported that by judging from the manufacturing year of the subject device, it is possible that the peeling was due to aging deterioration. The legal manufacturer also, surmised that the phenomenon occurred due to external force being applied to the relevant part by strongly rubbing it during daily use over a long period of time and including re-processing. The legal manufacturer checked the contents described in the instruction manual and found the following description below. Inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. As a result of the device history record (DHR) review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.